Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. Moisture was observed behind the display. During testing, all the keypad buttons were unresponsive. The keypad cover was removed and moisture damage was observed on the keypad flex. The pump failed a leak test due to a crack in the battery compartment and pump case. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.